Event description:
A distributor reported that a customer received a cartridge alarm, identified as alarm 20, verified in the pump history, and it occurred during the loading process. Initially, the user followed on-screen instructions and loaded a second cartridge correctly, but the alarm recurred, indicating a need to replace the pump. There was no impact on the customer's blood glucose level reported. The pump was replaced under warranty, and the customer was instructed to return the problematic pump using a pre-paid label. Technical support provided necessary instructions for the storage mode during transport but the customer chose not to share what type of backup insulin therapy would be used in the interim.